Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2022-01-14). The evaluation at omsc confirmed that the loop wire at the distal end of the resection electrode is broken. The remaining ends of the wire are bent and have melted into balls. The proximal end of the electrode does not show any anomalies. Since the wire ends have melted into balls, it can be assumed that no wire fragment has fallen into the patient¿s body. The type of damage found is typically caused by excessive force, e.g. Using the electrode¿s loop to push away tissue. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the loop wire at the distal end of the hf electrode broke. It is unclear if any fragments fell into the patient and if so, whether any fragments may have remained inside the patient. However, no fragments could be located inside the patient. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.